Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint was confirmed from the evaluation. The inspection shows the rocker arm and the corresponding parts (nut, screw) are missing. Because of this, the lock mechanism is loose and cannot be closed, and the missing parts must be added to adjust the lock mechanism. Inside is a spring that does not belong to the unit, and the ratchet extension's helicoil is also protruding from its hole. To secure the fluid movement and prevent injuries through the protruding steel part, the helicoil must be replaced. After completing the repairs, the unit must undergo a function test and must be marked with the instance appropriate instance number. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is rough/mishandling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that the mayfield modified skull clamp (a1059) does not fix correctly. The patient was asleep when the issue was detected. The malfunction was identified during the equipment testing phase, which caused a delay estimated to be around 30 minutes. However, no harm was caused to the patient. Date of the event: november 2024. Final user of the device: (B)(6) hospital in portugal.